Event description:
This rv lead was implanted on (B)(6)2006 and explanted on (B)(6) 2013 due to fracture and the patient is pacer dependent. They have changed to lv only and the patient is still in the hospital and is monitor only. Md plans to send patient home with a life vest. The patient was having pauses of around 3 seconds. Patient also received one inappropriate shock and three inappropriate atrs. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).